Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device no longer heats. There was no report of patient involvement. No report of patient harm.

Manufacturer narrative:
(B)(4). The unit was returned and sent to the manufacturer (pegasus research corp) for evaluation. Pegasus reports that upon receipt of unit the claim was confirmed. The power switch did illuminate and unit did not generate heat. Evaluation revealed that a random thermal-fuse failure prevented the unit from generating heat. The device history record review shows that the heater was working within specifications at the time of release. The approximate age of the heater is 737 days. Based on the investigation performed, the reported complaint was confirmed. The unit will be repaired and returned.

Event description:
Customer complaint alleges the device no longer heats. There was no report of patient involvement. No report of patient harm.